Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency and chest pain could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 19feb2025 through 21feb2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had jenavalve placed and experienced chest pain the next day. The reason for aortic valve replacement was due to severe aortic insufficiency. The reason for the chest pain was undetermined. It was unclear whether the patient had aortic valve issues prior to lvad implant. An echocardiogram was performed and it was unchanged from previous study. The patient was discharged on (B)(6) 2025 from sentara norfolk general hospital and would have close follow up with team at virginia commonwealth university.